Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 13.08.2020: lot 172741: (B)(4) items manufactured and released on 13-sep-2017. Expiration date: 2022-08-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional item involved in the event: gmk-sphere 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot. 172921. Batch review performed by medacta regulatory affairs department on 13.08.2020: lot 172921: (B)(4) items manufactured and released on 26-sep-2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0413fr tibial insert fixed sphere flex size 4/13 mm r (k140826) lot. 187260. Batch review performed on 02 september 2020: lot 187260: (B)(4) items manufactured and released on 20-dec-2018. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without with one similar event reported.

Event description:
The patient had a primary knee surgery on (B)(6) 2018. On (B)(6) 2019, the patient came in complaining of a clicking noise and instability of the knee. The surgeon revised the 10mm poly with a 13mm poly and the surgery was completed successfully. Presently, on (B)(6) 2020, the patient came in and the surgeon took post-op x-rays. The surgeon decided to revise the patient's femoral component ((B)(6) 2020), tibial tray, and insert due to a mismatched flexion extension and removed all components. The surgery was completed successfully.